Manufacturer narrative:
Device expiration date: unknown. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was followed up 24 hours post op and found to have anterior chamber inflammation. The patient was started on prede forte drops four (4) times daily. The patient was seen again 24 hours later and the inflammation was resolved and patient experienced no further complications. The physician believed that the event was not attributed to an amo product, but rather an issue with the hospital sterilization process. No further information was provided.